Manufacturer narrative:
The explanted device was returned to edwards, visually evaluated, then forwarded to undergo functional testing. Testing has not yet been completed. Attempts are ongoing to request the intraoperative echo from the hcp, in order to review the performance of valve/leaflets in vivo. Additional information, as well as edwards conclusions, will be reported once completed.

Manufacturer narrative:
Device evaluation and conclusions: leaflet coaptation in air appears normal. Patches of discoloration on the leaflets are consistent with blood stains. There is minor damage to the cloth and sewing ring that presumably occurred during explant. There is a small circular indentation mark on leaflet 3 near commissure 1. This indentation most likely occurred during implant/explant. X-ray imaging reveals that the wireform and stiffener band are intact. A review of the manufacturing and inspection records related to this device was completed, and the results show the device met all manufacturing specifications. The valve was then submitted for functional testing under normal physiological mitral conditions. Edwards' standardized in vitro testing demonstrated that the functionality of the valve is acceptable. The total regurgitant fraction (trf) of the valve is 5.2%, which is more than three times less than the 20% maximum allowed for this size valve per established standards. It was noted that the in the fully open position, leaflet 2 and leaflet 3 appear not to open fully with respect to leaflet 1. Leaflet 3 is slightly lower with respect to the other two leaflets at the center of valve. A very small central hole is evident at the fully closed position. It is uncommon, but not totally unexpected for this type of bioprosthetic heart valve to have minor variability among the leaflets, which is most likely attributable to the biological variability of the pericardial tissue. However, this type of variability observed in vivo is usually resolved once the normal left ventricular function is regained shortly after the initial implantation. This type of bioprosthetic valve is designed and intended to be used for the replacement of a diseased mitral valve, which functions under a much higher systolic pressure than the tricuspid position. Therefore, it is possible that this type of bioprosthesis may not be able to achieve its optimal performance as designed when placed in a position with much lower closing/systolic pressures. In the tricuspid position (subject patient), the normal end systolic pressure is approximately 30 mmhg, which is more than four times lower than that of the left ventricle. No information to suggest a device quality deficiency causing or contributing to the reported regurgitation leading to explant.

Event description:
It was learned via voicemail from the or nurse, that a surgeon attempted a tricuspid valve replacement using a magna mitral ease, the valve went in fine, when he tried to come off pump it looked like one of the leaflets would not open. The valve was explanted and replaced with a non-edwards device. Patient tolerated the procedure well. Operative report indicates, " #33 edwards magna ease valve was sized for this patient and was placed using interrupted 2-0 ethibond pledgeted sutures. After this was placed, a portion of the right atrium was resected and the right atrium was closed in 2 layers using prolene suture. There was concern about leaking from the central portion of the valve when it was tested, but it was felt that allowing the ventricle to fill, this could be better assessed. Ventilation was then initiated. Epicardial pacing wires were placed on the right ventricular epicardial surfaces and patient was weaned from cardiopulmonary bypass. Transesophageal echo showed significant central regurgitation and it was felt that there was an issue with the bioprosthetic valve itself. At this point, cardiopulmonary bypass was reinitiated and kept warm and beating."